Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73c1900568 was manufactured on 03/22/2019 a total of (B)(4) pieces. Lot was released on 04/05/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the sample revealed that the stapler was returned with a partially engaged trigger. There were three staples partially formed and stuck in the forming tool. The stapler was returned with 21 staples left in the cover block indicating that at least 14 staples were fired by the end user. In order to complete functional inspection, the three partially formed staples were manually removed. An attempt to engage the trigger was made by applying hand pressure. The stapler was able to properly form the next staple, but it did not release. The action was repeated with the same result. The sample was disassembled for further investigation. Upon disassembly, the sample anvil was replaced with a lab inventory anvil and the sample stapler was then able to form and release 3 staples. The sample anvil was placed into a lab inventory stapler and only 2 out of 5 staples formed and released, the other 3 got stuck. No other damages were found. It was determined that the anvil was deformed. The deformity in the anvil prevented the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It was found that the anvil was deformed. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. When the sample anvil was replaced with a lab inventory anvil, the sample was able to properly form and release staples. When the sample anvil was used in a lab inventory stapler, 3 out of 5 staples were improperly formed. It was determined that the anvil was deformed preventing the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the staple did not come out from the stapler when the user squeezed the handle. Also, the handle was not squeezed smoothly. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation.

Event description:
It was reported that the staple did not come out from the stapler when the user squeezed the handle. Also, the handle was not squeezed smoothly. Therefore, a new unit was used instead.